Manufacturer narrative:
(B)(6).

Event description:
It was alleged that the tip of the paragon t2 wand broke off inside the patient's joint. The site was flushed but the broken pieces were not retrieved. No procedural delay or patient complications were reported.

Manufacturer narrative:
Visual inspection under magnification showed minimal electrode wear. The blue temperature indicator around the spacer had a smudged appearance on the right side along with scuff marks present on the metal outer ring. There were no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution using default and maximum settings in which the ablation and coagulation functions performed as intended. The complaint has been visually verified, however, the root cause could not be determined with confidence. It is possible that the device either came into contact with a hard (metallic) object or was continuously rubbed against another object which could cause the temperature indicator to become detached or smudged. The instruction for use (¿IFU¿) contains warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.